Event description:
Patient underwent a gynecological surgical procedure. The surgery was reported to have lasted 30 minutes using a berchtold 530 generator; the electrosurgical pad was placed on the patient's right thigh. When the electrosurgical pad was removed, three third degree burns approximately 5 cm by 5 cm in size were observed where the electrosurgical pad had been applied. The patient was treated by surgical resection of the necrotic tissue. It was reported that the generator did not alarm, and that only 60% of the pad was adhered when the pad was removed from the patient. It was also reported that no skin prep was performed prior to placing the pad on the patient, because the pt had used a depilatory product. 3m notes that a solid style electrosurgical pad (9130) was used with a generator which incorporates a cqm system. The generator would not have been able to detect a pad adherence problem because of the style of pad used. Also, the use of a depilatory product under the pad, if not removed prior to pad application, would have a negative effect on the adhesion of the pad to the patient, increasing the risk of a burn. 3m's product insert directs the health professional to use a split-style electrosurgical pad (e.g., 3m's 9160 universal electrosurgical pad), for generators equipped with cqm systems. In addition, 3m's insert states that in order to minimize the risk of electrosurgical burns, the pad application site should be clean, dry, and free from hair. In summary, 3m believes that user error (failure to follow instructions) contributed to or caused this event.